Event description:
It was reported that the patient underwent a surgical procedure to revise a non-bsc male sling system due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.

Manufacturer narrative:
Correction: the male sling is not a bsc male sling system.

Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling system due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.